Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user did not read the instructions for use (IFU) carefully which led to the incorrect water filter replacement and insufficient knowledge on the equipment. However, a conclusive root cause was not identified. The event can be detected/prevented by following the instructions for use which state: gt8436 oer-3 IFU operation manual chapter 7 routine maintenance 7.2 replacing the water filter (maj-2318) replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. Warning after replacing the water filter, be sure to perform the operation described in section 7.3, ¿disinfecting the water supply piping¿ on page 158 to prevent multiplication of miscellaneous germs and staining inside the water supply pipes. Failure to perform this operation could result in contamination of the equipment piping and/or the scope, preventing effective reprocessing. 7.3 disinfecting the water supply piping disinfection of water supply piping is required in the following cases: ¿ before using this equipment for the first time (after installation of the water filter set) ¿ immediately after replacement of the water filter ¿ whenever bacteria are identified in the water supply piping ¿ before using the equipment when it has not been used for more than 14 days warning: disinfect the water supply line immediately after replacing the water filter (at least once a month). In addition, since there is a risk of bacteria entering into the water supply line due to operating environment, be sure to disinfect them when a specialist determines that disinfection is necessary after conducting bacterial test on rinse water. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was reported that the endoscope reprocessor was used for reprocessing with the water filter replacement period exceeded and the water supply line not disinfected after replacement. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.